Event description:
Customer allegedly received the following results, with two different roche meters, within 11 minutes: 278 mg/dl, 405 mg/dl (aviva 525) and 154 mg/dl, 166 mg/dl (aviva 535) no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva 535 meter. Reference medwatch with patient identifier (B)(6) for the aviva 525 meter.